Event description:
It was reported that during a lap bso with massive adhesions procedure, the surgeon touched the bowel with the harmonic and created a white area. She continued with the procedure and the pt was fine. Three days post op, the pt had a bowel perforation and had to be brought back for a re-operation and received a temporary colostomy. The colostomy has since been reversed.

Manufacturer narrative:
Info not available, device not returned for analysis.